Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed the reamer to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 9 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The breakage surfaces indicate that the reamer broke due to torsional overload in a brittle fracture. The customer reported that the patient bone was hard and the channel narrow. The deep dents on the cutting edges indicate that the reamer head hit hard material (most likely metal); a pre-damaging could not be excluded. Most likely due to the damaged cutting edges in combination with the hard bone the reamer got stuck. High torsional forces (i.e. Power tool) led to a damage of the reamer spirals and finally the spirals broke, most likely caused or contributed by driving in counter-clockwise direction. The IFU includes that reaming shall be done carefully; hitting metal is not allowed. Only sharp reamers shall be used; driving in counter-clockwise direction is also not allowed. Based on the found issues and given information the case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During t2h nail surgery, when the surgeon was reaming the patient bone, the reamer shaft broke. After that other reamer shaft and guide wire were used and finished the surgery. The patient bone was quite narrow and hard.

Event description:
During t2h nail surgery, when the surgeon was reaming the patient bone, the reamer shaft broke. After that other reamer shaft and guide wire were used and finished the surgery. The patient bone was quite narrow and hard.